Event description:
The complainant reported a patient implanted with an impella 5.5 pump for circulatory support. During support, the pump lost its placement signal. The issue remained unresolved, and the pump¿s position was subsequently monitored using flow and motor current readings, as well as echocardiographic imaging. Patient support continued with the implanted pump, and there was no patient harm.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The logs confirmed that placement signal unreliable alarm was triggered on the complaint occurrence date. The failure mode could not be reproduced given the optical bench had already been replaced at the time of this investigation. The root cause of the placement signal unreliable alarm was most likely due to a defective optical bench. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.